Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual inspection was performed and revealed a wavelike appearance. The non-absorbable part of the mesh was intact with intact orc layer and intact straps. The support ring is broken into pieces. The cause of this breakage could not be clarified. A complete separation of both wings on the top at the welding with the load ring was observed which may occur during handling. It should be noted that before pvp placement enough space should be prepared to ensure proper unfolding of the device. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent open umbilical hernia repair on (B)(6) 2015. During the procedure, the device refused to spring wide open and stick to anterior abdominal wall and the same happened while trying laparoscopically. Additional tissue dissection was performed and the procedure was completed using a like device. No additional information has been provided.